Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "our clinical research associate received a serious adverse event report from the surgeon stating that the patient had a head fracture and that they had to do a complete hip revision."